Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer via a manufacture representative indicated at replacement today ((B)(6) 2018) the managing healthcare professional (hcp) was getting a significant volume discrepancy at refill of 5 cc or great. It was noted there was more medication in the pump than expected. It was unknown what factors may have caused, contributed, or led to the event. It was noted that surgical intervention occurred where the pump was replaced on (B)(6) 2018 and the catheter aspirated easily during replacement surgery. It was noted that the device will be returned and the hospital had possession of the pump. The logs were read and no issues were noted. It was noted the issue was resolved at time of report and the patient's status at time of report was alive- no injury. The patient's weight and medical history was unknown, but was asked and will not be made available. At time of report the patient was receiving dilaudid (hydromorphone) 15 mg/ml for a total dose of "2" and bupivacaine 10 mg/ml for a total dose of 1.3 mg/day. No further information was reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had had a pump study and catheter dye study what were deemed ok, but 3 months later the pump was replaced because it was not pumping medication. It was noted the last 4 years the patient had the pump they were going through hell on earth. The patient noted they watched the p.a. Squirt 15 to 25 cc's of drug in the trash at times during refills. The patient mentioned they were not getting the relief they did with their first pump. The patient got a new hcp and they hcp pulled back 21-22 cc's of fluid noting that something was wrong. The hcp lowered the dose to the lowest dose as if the pump would have started fully pumping at the dose it was programmed the patient may have killed the patient. It was noted the new pump was awesome.

Event description:
Additional information received from a consumer reported the patient had become suicidal due to the discrepancies and wanted to know what happened with the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to procedural changes, information contained in manufacturer report 3007566237-2015-03923 will now be reported in this regulatory report. All follow up information will be reported through this manufacturer report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jun-29. It was reported that the pump wasn't working because the hcp would be pulling out 50 percent of the medication at refills. The hcp turned the pump down and now the patient was experiencing withdrawal (event date of (B)(6) 2018). The patient was sick and had diarrhea and was "only going to get worse over the weekend." It was noted the pump was going to be replaced on (B)(6) 2018 due to the volume discrepancies, but the surgery had not yet been scheduled due to an insurance issue. No further complications were reported.